Event description:
It was reported there was a power device fault. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that there was a power device fault making it unable to pass the operations check. The asp evaluated the device and confirmed the reported issue. The asp determined this was a malfunction of the clock battery. The customer replaced the clock battery resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the clock battery. The reported problem was confirmed. The customer replaced the clock battery resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated summary and coding grid.